Event description:
A customer reported issues with their pump battery, stating that it was failing to hold a charge and the pump was damaged near the charging port. There was no reported impact to the customer¿s blood glucose level. The customer, currently out of warranty, declined follow-up from technical support and is in the process of obtaining a new device.